Event description:
It was reported that a perforation and a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman truseal access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The double curve was and pigtail catheter were placed in the laa; and using measurements ascertained with fluoroscopy (with contrast) and tee guidance, a 27mm device was selected. The wds was loaded into the was and the device was deployed, using standard methods. The device was noted to be distal in the laa so a partial recapture was initiated. At this point it was noted that the was and wds were through the back wall of the laa. The device was fully recaptured into the delivery system while keeping the was and wds from withdrawing from the pericardial space. A pericardial effusion was noted and 30cc's of blood was drained from the pericardium through the wds. No pericardial drain or pericardiocentesis was performed. The patient remained stable and the effusion was unchanged. The patient was transferred to the surgical suite with the 27mm device fully collapsed into the was/wds and the was/wds still poking through laa wall, plugging the hole and keeping more fluid from accumulating. The patient's laa was surgically excised and the patient was recovering without event. The patient has been discharged. It was further reported that the patient passed away about 7-14 days post procedure. The cause of death is unknown.

Manufacturer narrative:
B2: date of death - estimated since it was about 7-14 days from complication on (B)(6) 2021. H1: type of reportable event - updated from serious injury to death.

Event description:
It was reported that a perforation and a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman truseal access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The double curve was and pigtail catheter were placed in the laa; and using measurements ascertained with fluoroscopy (with contrast) and tee guidance, a 27mm device was selected. The wds was loaded into the was and the device was deployed, using standard methods. The device was noted to be distal in the laa so a partial recapture was initiated. At this point it was noted that the was and wds were through the back wall of the laa. The device was fully recaptured into the delivery system while keeping the was and wds from withdrawing from the pericardial space. A pericardial effusion was noted and 30cc's of blood was drained from the pericardium through the wds. No pericardial drain or pericardiocentesis was performed. The patient remained stable and the effusion was unchanged. The patient was transferred to the surgical suite with the 27mm device fully collapsed into the was/wds and the was/wds still poking through laa wall, plugging the hole and keeping more fluid from accumulating. The patient's laa was surgically excised and the patient was recovering without event. The patient has been discharged.